Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the clip assembly was fully deployed and not returned with the device. The control wire was pulled out of the coil through the handle and had multiple kinks. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cardia of the stomach during a hemostasis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the clip was closed onto the tissue the device made a strange abnormal noise and it was noted that the clip failed to release from the catheter. After further manipulation of the device, the clip finally released from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cardia of the stomach during a hemostasis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the clip was closed onto the tissue the device made a strange abnormal noise and it was noted that the clip failed to release from the catheter. After further manipulation of the device, the clip finally released from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.